Event description:
It was reported that a user installed a new Libre 3 Plus sensor and experienced a scan error on the first attempt when scanning through the iLet app, after which the second scan succeeded and the sensor began warming up; the issue was consistent with intermittent communication failure associated with the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between systems and an intermittent communication failure localized to the electrical and magnetic functions of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.